Event description:
According to the initial report received via email on 08-dec-2021 from the on-x product tracking team, onxaap 21 was explanted from the patient on (B)(6) 2021. Onxaap 21 sn: (B)(6) was implanted on (B)(6) 2021. Another onxaap 21 was implanted in the patient on (B)(6) 2021. This investigation is relegated to onxapp sn: (B)(6). Additional information from the surgeon relayed "the valve was explanted due to endocarditis. It was sent to pathology so I¿m not sure what they do with it afterwards. The patient is doing well; from a cardiac point of view he has made a full recovery." No additional information forthcoming.

Event description:
According to the initial report received via email on 08-dec-2021 from the on-x product tracking team, onxaap 21 was explanted from the patient on (B)(6) 2021. Onxaap sn: (B)(4) was implanted in the patient on (B)(6) 2021. This valve was replaced with another onxaap 21 on (B)(6) 2021.

Event description:
According to the initial report received via email on 08-dec-2021 from the on-x product tracking team, onxaap 21 was explanted from the patient on (B)(6) 2021. Onxaap sn: (B)(4) was implanted in the patient on (B)(6) 2021. This valve was replaced with another onxaap 21 on (B)(6) 2021.